Event description:
Account reports incidents in which during the withdrawal of a needlock device,the sleeve stopper separates. Reporter stated there was no patient compromise. Rep later reported an additional incident in which due to separation of the sleeve stopper, the customer reportedly lost $1,000.00 in chemo product. No negative outcome to the patient.